Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per physician. The patient presented with a loose femoral stem. The physician removed the stem, head, and liner and replaced it with a cone conical construct. As reported in how was issue noticed: patient had pain.